Event description:
It was reported that during an anterior cruciate ligament surgery while shortening strand it snapped off at button when cinching graft into femoral tunnel. Wrapped strands around swabs and not clips and the surgery was finished with an endo-button. It was further reported that no excessive force was not applied. According to the surgeon there was no harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.